Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr), diabetes mellitus type 2 and thick anterior leaflet for a mitraclip procedure. During the procedure, post deployment a single leaflet detachment(slda) occurred from anterior leaflet. Per the physician, slda was due to pre-existing anatomy. Another mitraclip was implanted for stabilization of slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (5mm thickness of anterior leaflet distal tip, very distal attachment of chordae). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 mixed mitral regurgitation (mr), diabetes mellitus type 2 and thick anterior leaflet for a mitraclip procedure. During the procedure, post deployment a single leaflet detachment(slda) occurred from anterior leaflet. Per the physician, slda was due to pre-existing anatomy. Another mitraclip was implanted for stabilization of slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.